Event description:
It was reported to our country representative in (B)(6) that there was a vns patient that died from possible sudep. Further investigation is underway to obtain further details about event. Thus far no further information has been attained.